Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including two percutaneous leads (of the same lot), on (B)(6) 2010. It was reported that the lead is exhibiting high impedances on 8 of the 16 contacts. As the physician was able to provide stimulation to the appropriate areas using the working contacts, the lead will remain in use at this time. No patient complications were reported as a result of this event.